Event description:
Litigation papers allege the following: after surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused amounts of toxic cobalt-chromium metal ions and particles to be released into patients blood and tissue and bone surrounding the implant. As a result, patient began experiencing severe pain and discomfort and inflammation in her right thigh and groin and into the hip/buttocks area. She has periodic clicking in her right hip. Patient also experiences pain and discomfort in her right hip when moving to and from a sitting position and when standing. She also cannot walk long distances and has limited range of motion and pain and discomfort when rotating her right leg inward and/or outward. Patient encountered painful popping, click and a grinding sensation. Laboratory tests have confirmed that patient has highly elevated cobalt and chromium levels in the blood.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. Review of the device history records found no manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.